Event description:
No new information.

Manufacturer narrative:
H3: analysis of the desktop charger (serial no.(B)(6) found the connector shell was gone and the pins were broken. H6: conclusion code updated from 67 to 10. Result code updated from 3221 to 3252. Method code updated from 4114 to 10. Continuation of d11: product ID 37761 serial# (B)(6) product type recharger product ID 37651 serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). All codes are associated with the desktop charger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the connector pin broke off and it was initially stuck inside the insr (recharger), however, they were able to remove the connector pin. There was no damage to the insr but the patient was concerned that if both the desktop charger and insr were not replaced they would be unable to use the equipment. The patient stated that since implant they have gotten 50-60% improvement from dbs system because the patient's case of essential tremors is so severe, the patient has very high settings and has to charge often. The patient turns therapy down at night and since the connector pin broke, they have not turned the therapy back up to the setting where they usually have it so they could conserve battery. Their hands were not working well. The patient received their replacements and confirmed they were working. No further complications were reported as a result of this event.